Manufacturer narrative:
The pump received with no up and down button response due to corroded keypad traces. No frozen screen noted during testing. Analysis was unable to verify for weak battery alarm and perform rewind and basic occlusion, occlusion, prime/ compromised force sensor, the excessive no delivery and displacement test due to no down button response. The pump was received with cracked display window at lower right side corner, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call they had frozen screen and unresponsive keypad. The blood glucose at the time of the incident was 235 mg/dl. The customer states the display is frozen and the keypad is unresponsive. The customer states she may have exposed the pump to moisture from perspiration. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.